Event description:
This case was reported by a consumer via a regulatory authority (FDA medwatch program) and described the occurrence of neuropathy in a female pt who received super poligrip denture adhesive cream formulation (B)(4) for denture adhesion. On 1998, the pt started super poligrip (dental) at 1 application(s) daily. At an unk time after starting super poligrip, the pt experienced neuropathy and urine zinc increased. The pt stated that she is permanently disabled. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).